Manufacturer narrative:
In response to FDA report number: mw5099572. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient via regulatory agency reported a left side rupture. Device remains implanted.